Event description:
Customer called regarding the meter allegedly not turing on. Patient did not report any symptoms. They went to the doctor to get their blood tested. Their blood reading was normal. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and the meter still did not turn on. The meter was replaced due to an unresolved issue.